Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the powered off during inspection for use involving an olympus xenon light source. The customer suspected that the issue was caused by heat buildup and an increase in the internal temperature. There was no patient involvement.